Manufacturer narrative:
Product complaint # (B)(4). The embolic coil was noted to being stretched and kinked, meeting regulatory reporting criteria. Procode: krd/hcg. (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a 1.5mm x 4cm galaxy g3 mini coil (glm915040, l14930) was inserted into the lesion but the size did not fit the lesion. Therefore, the complaint coil was stored by soaked saline. The physician inserted it again but there was resistance between the complaint coil and the introducer. The complaint coil was not able to advance through the introducer. It was replaced with another coil and the procedure was completed. No additional information is available. Based on the analysis of the device received, the embolic coil was noted to being stretched and kinked. One non-sterile unit galaxy g3 mini 1.5mm x 4cm was received inside of a pouch. The received device was visually inspected, and no damages were noticed, then a microscopic inspection was performed, and the embolic coil was found stretched and kinked inside of the introducer. No other damages were observed. The marker band was found at 39cm approximately from the distal end and it was found within specification. A manufacturing record evaluation was performed for the finished device l14930 number, and no non-conformances related to the reported complaint condition were identified the complaint reported by the customer ¿coil¿ impeded-in introducer¿ was confirmed. The embolic coil was found kinked and stretched inside the introducer. These two conditions combined may have contributed to an impediment and due to this we can confirm the complaint. The kinked and stretched condition appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the mre suggest that the failure reported could be related to the manufacturing process. Impeded in introducer is a known potential issue associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. The kinking of the device might have been caused by the resistance experienced as it was reported in the event description. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization, a 1.5mm x 4cm galaxy g3 mini coil (glm915040, l14930) was inserted into the lesion but the size did not fit the lesion. Therefore, the complaint coil was stored by soaking the saline. The physician inserted it again but there was resistance between the complaint coil and the introducer. The complaint coil was not able to advance through the introducer. It was replaced with another coil and the procedure was completed. No additional information is available. Based on the analysis of the device received, the embolic coil was noted to being stretched and kinked.